Manufacturer narrative:
The customer¿s report of propofol infusing faster than expected was not confirmed. The pcu event log shows that at 8:39 am on (B)(6) 2016 the pump module was infusing propofol 1000mg/100ml at 19.5ml/hr. The device alarmed for flo stop open for 3 seconds, the door was closed, and the vtbi was changed to 80ml. At 9:03 am, the device alarmed for air in line and was channeled off. The volume recorded as being infused from the time the device alarmed for flo stop open at 8:39 am until the device was channeled off at 9:03 am was 7.94ml. The starting volume of the fluid container cannot be determined through device logs. The pump module and disposable set were not returned for investigation. The root cause of the device infusing faster than expected was not identified. Devices not received, log review only.

Event description:
The customer reported that a propofol primary infusion (1000 mg/100 ml) with a rate of 19.5 ml/hr, dose of 35 mcg/kg/min and vtbi 72.1 ml was expected to infuse over several hours but completed in approximately 30 minutes. The clinician found the bag empty earlier than expected when responding to an air-in-line alarm. Prior to the event, the patient was sedated and on a ventilator; no patient harm was reported. No other event details were provided.

Manufacturer narrative:
Concomitant medical products: 100ml fresenius bottle lot # 16ke4289, exp. 04/2018 / diprivan 1000mg per 100ml (10mg per ml); therapy date (B)(6) 2016. The suspect pump module and concomitant tubing were received for evaluation. Functional testing performed found the device to be delivering fluid within specification. There were no anomalies observed with the primary set and no leaks occurred during testing. The root cause of the reported event was not identified.